Event description:
It was reported that the stent did not deploy properly and elongated. Post procedure, the pt was scheduled for a fem-pop bypass graft, which was performed approx four months later. History: pta of the left popliteal and superficial femoral artery was performed. Post runs concluded that the artery still had a critical stenosis and pta was performed again, but stenosis persisted. The physician decided to deploy a stent. Upon deployment, the distal end of the stent did not deploy properly. Even though the distal end of the stent was at the knee crease, the proximal end was at the sheath. Pta was performed again on the entire artery. Post procedure, the pt was scheduled for a left fem-pop bypass graft which was performed four months later.

Manufacturer narrative:
This event is being reported because this device is the same or similar to one marketed in the us. The review of the mfg records performed showed that no remarkable incidents occurred. The stent remains implanted; therefore, not available for eval. The event investigation is currently underway.